Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) -year old patient experienced vaginal synechiae after an altis procedure. Date of procedure, (B)(6) 2018. A vaginal section was done for treatment. The vaginal mesh during the operative day remains implanted. Issue resolved on (B)(6) 2018. It is unknown if the event is related to the procedure or to the device.

Manufacturer narrative:
This follow-up MDR is created to document the additional patient information and the conclusion of the investigation. The device remains implanted. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the device. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5684053. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. The most likely root cause of the event cannot be determined at this time. If the explanted device or additional information is received, quality will re-evaluate this event in accordance with procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.